Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated she has severe back pain when she gets the urge to void. When she voids, there is pain in the lower pelvic area down to the buttock. The patient said it feels like the urine is being collected and stored in the upper portion of the body and they can feel that the bladder is not emptying. No further complications were reported.